Manufacturer narrative:
Sections d4, h4: additional information. Manufacturer's investigation conclusion: the reported event of a hot controller was not confirmed via analysis of the log file and was not reproduced during laboratory testing. The reported event of backup battery fault alarms was confirmed via the log file; however, the alarm was not reproduced during testing. A log file was downloaded from the returned controller (serial number (B)(6). The log file downloaded from the returned controller and the submitted log file contained approximately 10 days of data combined (26may2019 ¿ 05jun2019 per the timestamp). Throughout the log file, the temperature of the controller did not exceed device specifications. The log file captured backup battery fault alarms due to a backup battery load test failure on 02jun2019 from 15:27:59 until the backup battery was uninstalled on 05jun2019 at 08:56:13. The backup battery was reinstalled on 05jun2019 at approximately 08:56:56; however, it cannot be determined if the same backup battery was installed or if the backup battery was exchanged. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold compared to the unloaded voltage. After the backup battery was reinstalled a load test was successfully completed without activating any alarms. No other notable alarms were active in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller was tested with the returned backup battery (serial number (B)(6). The system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The controller was connected to a mock circulatory loop to test for temperature elevations, and the maximum temperature did not exceed device specifications. The root cause of the reported event of the system controller becoming hot could not be conclusively determined through this analysis. The root cause of the reported backup battery fault alarms could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2019 the patient experienced a backup battery fault and the controller was hot to the touch. Analysis of the log files confirmed the backup battery fault. The vad coordinator exchanged the patient's controller. No further information was provided.